Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the battery compartment was found to be cracked from the threads to the middle of the case seal. A small crack was also observed on a different location of the battery compartment threads. During testing, the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment as well as a dim and discolored display screen. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.